Event description:
It was reported that patient had been experiencing pain in the chest, neck and arm. Physician had ordered an x-ray and upon examination a kink in the lead was observed. The diagnostics were seen to be within normal limits. No additional or relevant information has been received to date.